Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that insulation damage/scratches was noted on the right ventricular lead during the implant procedure. Lead was replaced. Patient is recovering post-procedure.